Event description:
It was reported that the patient went to hospital complaining of dizziness and vertigo and the patient was found to be in bradycardia. There was exit block on both the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2010. (B)(4).